Event description:
This product disconnected from the iris camera during an insertion on a patient. The connection was not able to be reestablished. If the patient had not been in interventional radiology when this happened, the tube would have had to be all the way removed from the patient and the entire process restarted with a new tube.